Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unk as lot is unk. Perforation is not labeled. Trauma to the posterior trachea wall is mentioned in the IFU. Event is not reportable under (B)(4).

Event description:
A (B)(6) female pt underwent tracheostomy tube placement on (B)(6) 2014. After initial dilation with small dilator, which was difficult but successful, the user exchanged for a blue rhino and inserted 8mm bivona tts. Upon confirmation it was clear that the stylet was not intraluminal. It was noted that there was a rent in the posterior tracheal wall. It is unclear as to when the stylet perforated the posterior trachea wall. Pt is stable. Tracheal tube was passed below level of injury. Observing for 1 week for healing of perforation. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.